Event description:
It was reported that a system failure audible alarm post and background test was experienced.

Manufacturer narrative:
Other text: b5: additional information received on 29-aug-2022 via email and attached to complaint object: date of the event updated; audible alarm error during post; the event did not result in harm; the outcome of the event is resolved. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with crack on the right plunger case and a non-OEM (original equipment manufacturer) battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker for preventive measure and battery for non-OEM battery; upgraded the software. Replaced all the plastic parts of plunger assembly due to cracked right plunger case. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: d4: model number: 3500 h6: event problem patient code: remove-3160-dissection; add-4582-no clinical signs (no patient adverse effects).